Event description:
A patient reported blood glucose results of 8.2 mmol/l with a lifescan meter and 3.6mmol/l on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Meter was replaced.